Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, the head did not connect to the body while closing the device. No difficulty was met before this incident.another device was used to complete the case. There were no adverse consequences to the patient.